Manufacturer narrative:
If explanted, give date: not applicable, as the lens is still implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported being moderately bothered by halos and starbursts in the 4-month study visit. The patient indicated that driving at night has significantly interfered with daily activities. Visual acuity was 20/25 in both eyes and at the 4-month study visit the patient's best corrected distance vision was 20/20 in both eyes. Reportedly, there was no patient injury. The patient has a dry eye syndrome called meibomian gland dysfunction (mgd) and had a lipiflow treatment at the end of the 3-month visit. At this time, the lens remains implanted. The patient has completed the study on (B)(6) 2019. No additional information was provided to johnson & johnson surgical vision. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Additional information and corrected data: in reviewing the initial MDR, it was noticed that the following information was inadvertently not included and was reported incorrectly; therefore, it is captured in this supplemental report: other relevant history, including preexisting medical conditions: was updated accordingly to capture patients preexisting medical condition meibomian gland dysfunction (mgd). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.